Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-6.95%). No patient was involved in this event. No adverse effects were reported.